Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones from the device for one minute. There were no clinical events or fault codes upon interrogation. Additional information was received stating the patient had valve surgery, and since that time the device beeps every 11 seconds when he is in atrial fibrillation. A data disc was sent for evaluation which indicated the device may have been corrupted by radiation treatment. Based on the analysis infomation confirmation could not be made that the device will be able to detect and treat lethal v-rhythm. The device was explanted and will be returned for analysis.